Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of this medwatch writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown ethnicity) with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and was escalated to an impella 5.5 device the following day. While on impella 5.5 mcs support, sterile sleeve separation was discovered. The patient had multiple episodes of projectile vomiting and when changing the axillary site dressing, day 16th of support, condensation and particles of emesis were noted inside the sterile sleeve. The sterile sleeve appeared to have broken off the distal touchy borst valve. No further details were provided. Impella 5.5 device continues to support the patient, and there has been no report of adverse effects to the patient.

Manufacturer narrative:
The investigation of product damage (sleeve damage) has been completed. On day 16 of support, pt had multiple episodes of projectile vomiting. Whilst changing his axillary site dressing, rn noticed there was condensation and particles of emesis inside the sterile sleeve. The sleeve appears to have broken off the distal tb valve and vomiting noted inside sterile sleeve of 5.5. The pump was returned where damage was noted to the sterile sleeve as it was separated from the anchoring ring used to secured the sleeve along the catheter. The cause of the product damage (sleeve damage) was not determined as not enough clinical details were provided to determine the mechanism in which the anchoring ring became disconnected from the sterile sleeve. D6b added. D9 device returned to manufacturer date added.